Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used to anastomose the colon and the rectum with double stapling technique. The rectum side was cut with a competitive device. After the first firing, the device could not be removed although the deployed staples were formed properly. The patient side of the bowel had much tension, and about 1/4 part of the staple line was split. The device was removed somehow and the bowel was cut additionally. The site was anastomosed again by performing purse-string on the distal side and the patient side. The operation was finished without any problem.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.